Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 424 mg/dl. Customer treated their blood glucose with the insulin pump. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. Air bubbles were also found when the set was changed. The customer agreed to return the product for analysis.